Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Device monitoring was recommended as all episodes had occurred on two days within a short time of each other. There were no reported patient consequences.